Event description:
I had essure implanted in (B)(6) 2014. Since that time I had issues with my monthly cycle. In august, I had a serious bout of fatigue and unexplained weight loss which led to extensive bloodwork that revealed nothing. In january, after other medical complications I have been diagnosed with hypothyroidism and now am on synthetic hormones for the rest of my life. One of the most common causes of hypothyroidism is an auto-immune disorder. Essure set the immune system on overdrive so my immune system has attacked my own thyroid.